Manufacturer narrative:
(B)(4) failure mode "leak - device leak - cuff" could not be confirmed with picture attached. It is necessary to receive the physical sample to perform a proper investigation, determine the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. DHR investigation did not show issues related to complaint.

Event description:
It was reported that: " on (B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."